Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation as it is still implanted. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 54 mm/46 mm, code l on the right side on (B)(6) 2010. Currently, the patient is being monitored due to unknown reason.

Manufacturer narrative:
Legal documentation, primary surgical report and lab report were reviewed during the investigation. No indication of any potential deficiency related to the identity, quality, durability, reliability, usability, safety or performance of the reported products were available. No answers to the follow-up questions were received. Thus, due to absence of an indicator for complaint definition, this case will be set to "not a complaint". Please invalidate this case from your system. Zimmer's reference number of this file is (B)(4).

Event description:
It was now established that no indication of any potential deficiency related to the identity, quality, durability, reliability,usability, safety or performance of the reported products were available. Due to absence of an indicator for complaint definition, this case will be set to "not a complaint".